Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed, as fold flow opening. As per the investigation procedure: wear abrasion and creases were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported, right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "right side rupture." Device has been explanted and replaced.